Manufacturer narrative:
This report is submitted on february 02, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown at processor site and subsequently was treated with oral and topical antibiotics and underwent skin revision with silver nitrate (date not reported). The implanted device remains.